Manufacturer narrative:
The retrieved portions of the devices were requested for evaluation, but were not returned because they had been discarded, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event is not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder case, four implants broke on insertion and were not fully retrieved from the patient. The proximal portion of each implant was removed/discarded and the distal end of each remains in the patient's glenoid bone. The reporter states proper technique was utilized. A description of the patient's bone quality was requested, but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication requests. No additional adverse consequences have been reported from this event. This device is used for treatment.